Event description:
It was reported that the valve was explanted after an implant duration of approximately 2 years due to aortic prosthetic valve endocarditis. The surgeon noted that there was no malfunction of the aortic valve. The infection source was likely from dialysis. Per the op report, the patient did extremely well after implantation of this device until about 2-3 months prior to this operation. He got a skin infection on one of his skin lesions and it grew (B)(6). He was admitted to the hospital and had negative blood cultures at that time. However, he had an aortic stenosis type murmur and underwent tee. The tee revealed a 31% ejection fraction with moderate right ventricular dilation and moderately decreased right ventricular function. There was felt to be definite endocarditis with vegetations on the mitral annulus and left ventricular outflow tract. There was severe prosthetic aortic valve stenosis. There was felt to be vegetation attached to the undersurface of the left ventricular outflow tract near the anterior mitral leaflet. It was very mobile. It was decided to performed redo-aortic valve replacement and mitral valve replacement. First the aortic valve was inspected and was actually heavily calcified. There were no signs of active infection. There valve was densely adherent and heavily calcified to the aortic annulus. Both the mitral and aortic valve were replaced with edwards bioprostheses. After weaning the patient off bypass, the patient experienced severe pulmonary edema. It was decided that they were going to be unable to close the sternum back together. When satisfied that there was no surgical bleeding, 2 large bore chest tubes were placed. Patient was returned critical to the ICU.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification on the valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It was also reported that the patient had endocarditis. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. In this case, the op report documents a skin infection on one of his skin lesions which grew (B)(6). The surgeon has also indicated that the infection source was likely from dialysis. No further actions are possible with the available information.